Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown dose of an unknown concentration of baclofen via an implantable infusion pump for intractable spasticity. It was reported that in 2010 the patient¿s pump went off for 24 hours because of the security wand at the airport while she was traveling. No symptoms were reported. The situation was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.